Event description:
During testing and repair at the independent repair center, the irc5po2v concentrator alarm will not function. This was due to a power switch that had no alarm which led to the malfunction.